Event description:
It was reported that the wound was not healing and there was drainage at the site. The physician was concerned about infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.